Event description:
It was reported that the patient received multiple inappropriate therapies from their right ventricular (rv) lead. During the lead replacement procedure, the physician encountered extraction difficulty while trying to extract the lead via laser lead removal when the lead "ripped." The lead was partially removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with egms showing artifact with no evidence of ventricular tachycardia (vt) or ventricular fibrillation (vf). A lead fracture was suspected. It was noted that the patient is enrolled in the (B)(6) study and also enrolled in the (B)(6) trial ((B)(6)) study. No further patient complications have been reported as a result of this event.